Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a button error alarm about one week prior to the call. Customer reported receiving inaccurate readings from replacement insulin pumps in the past. Blood glucose level was not provided. No further information was provided.